Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger wasn't charging his batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation, the battery charger was unable to charge batteries. The cause for the battery charger failure was isolated to damaged pins on the power supply connector. The connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force when plugging in the charger. No adverse event resulted from the damaged power supply connector. The patient received a replacement battery charger.